Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed a break and failure to deploy. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fas09050 endovascular stent graft allegedly experienced a break and failed to deploy. This information was received from one source. The one malfunction involved one patient with no patient consequence. The 50 year old male patient¿s weight was not provided.